Manufacturer narrative:
The lvad excor blood pump pu valves; 50 ml in/out; ø 12 mm; sn (B)(6) was in use on the patient from (B)(6) 2025 until it was removed from the patient on (B)(6) 2025. The event occurred on 2025-05-08, which is (63 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification.

Event description:
Berlin heart gmbh clinical affairs was informed by the clinic on 2025-07-03 that a patient was presented with a headache, and a CT scan was performed. A small hemorrhagic stroke was identified on (B)(6) 2025. Anticoagulation was stopped but over the next days the bleeding increased, and the patient was declared brain dead and died on (B)(6) 2025 due to massive cerebral hemorrhage. The patient was being supported with an excor blood pump pu valves; 50 ml in/out; ø 12 mm. No deposits in the excor blood pump were recorded.